Event description:
User facility medwatch report received that states: during percutaneous transluminal angioplasty, an inflated balloon would not deflate. A two hour extension of the procedure was required to surgically deflate the balloon in order to remove the catheter. There was no long term injury to the patient. A second catheter was tested without inserting it into the patient and demonstrated the same problem.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulties deflating the device were unable to be replicated in a testing environment as the shaft had been separated; however there was a material discrepancy noted at the proximal balloon seal. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance. The additional armada, referenced is being filed under a separate manufacturing report number.